Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was considering a MRI compatible new implant so their physician could open their back to remove scar tissue. It was reported that their pain was still there even when they take pain shots. They reported taking medication daily.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they had to re-implant the implantable neurostimulator (ins) five different times post (B)(6) 2012 implant. No symptoms were reported. Relevant medical history includes spinal pain. No cause, symptom, or outcome was reported in regards to this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.